Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was not charging the pump battery. Customer's blood glucose was 79 mg/dl. Reportedly, another cable was used to charge the battery.